Event description:
Mother reported that patient had a moped accident on (B)(6) 2011, resulting in traumatic brain injury and a broken left leg. Mother stated the infusion device was not the reason for the accident. Patient's blood glucose level was not provided. The patient was unconscious at the time of the report. Attempts to follow up with the mother were unsuccessful. No further information was available. The infusion device was returned for evaluation. The delivery accuracy of the infusion device was tested and meets specifications. The soft component of the up button was slightly used up. Traces of corrosion were found underneath the soft component, and this resulted in a defective down button which was detected during the investigation. In regular use,the infusion device is exposed to chemical and mechanical effects, and the material of the soft components does not resist these stress factors sufficiently. The moped accident was not related to the soft components, as the infusion device housing was in tact and had no cracks or dents. The adapter and one used cartridge system were tested and met specifications.